Event description:
It was reported that the patient's device had migrated sout of it's original bed beneath the skin. It appears that the device was not secured down well enough at the initial surgery, which may have caused the migration. The patient is still hearing fine and has no other concerns about the device other than his coil is not staying on his head as well as it used to, due to the rounding of the hump. A stronger coil magnet has been ordered to enable the coil to stay on the pt's head. Migration of the implpant could stress the electrodes array and potentially either cause failure at the array of act to pull the array out of the cochlear. The patient was advised that the surgical site could be re-opened and the device put back in palce. However, at this point in time, the patient does not wish to have surgery. As the patient is still hearing well, the patient will be monitored.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.